Manufacturer narrative:
Concomitant medical products: 500dm33, mechanical value, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos) and exhibited variable r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.